Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to become depleted, which could no longer sufficiently power the device.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench).  After an evaluation of the device, it was observed that the device would not remained powered on.  There was no report of any patient use associated with the reported issue.